Event description:
Medtronic received information that a corevalve transcatheter bioprosthetic valve was implanted into a failed perimount valve. The failure mechanism of the perimount was due to aortic stenosis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)